Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter tip was too curved. The patient allegedly tried to insert catheter and experienced discomfort and self-limited bleeding. The catheter was removed and replaced without further incident. There was no patient injury reported.

Manufacturer narrative:
Received 3 unopened bardia urethral catheter lot samples. Per the visual evaluation, the exterior of the samples were inspected and found that the tip ends were curved. This product has a coude tip with a natural curve. The curved tip is necessary for the catheter to perform as intended. The anatomy of the user varies. Unable to determine what effect, if any, the anatomy of the patient had during product use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter tip was too curved. The patient allegedly tried to insert catheter and experienced discomfort and self-limited bleeding. The catheter was removed and replaced without further incident. There was no patient injury reported.